Event description:
It was reported that the customer went to the emergency room(ER); details and nature of the visit were not provided. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.